Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of mechanical occlusion of the catheter due to kinking or looping of the catheter was inconclusive due to the sample condition. An x-ray of an upper arm and shoulder of a patient was returned for evaluation of this complaint. A catheter line was seen in the x-ray with a two-pronged securement device securing the catheter. The image was forwarded to a radiologist consultant for further review. He concluded that no proximal kinking was identified in the image. However, there was a loop in the PICC in the axilla that was not completely detailed on the image. As the looping of the catheter was not completely detailed on the image, it cannot be determined if the looping of the catheter would obstruct flow. The cause of the catheter looping is unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep2848 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.